Manufacturer narrative:
One used medfusion® 4000 wireless syringe infusion pump was received for investigation. A visual inspection revealed the right and left plunger cases were cracked and there was visible contamination. The reported error was found in the event history log. The reported error was able to be duplicated during flow testing. Contamination found in the main pc was determined to the cause of the error. The root cause was determined to be user interface; the failure is a result of the customer/ user interfacing with the product in a manner inconsistent with the IFU. This issue was customer induced via fluid ingression into the main body of the pump as a result of cracking in the top case that was customer induced via the use of disinfectants that attacked the top case plastic and / or significant impact to the device.

Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.